Event description:
It was reported the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no reported complications that occurred. The patient was fine following the procedure. At an unknown date the patient lost vision in their right eye and had double vision for about 20 minutes before their vision returned. It was reported that the patient experienced a possible cerebral vascular accident.